Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, several episodes of undersensing were noted on the device. The device was reprogrammed to resolve the event and the patient was stable.

Event description:
New information was received that the device was explanted. The patient was in stable condition.

Manufacturer narrative:
The reported field event of undersensing and noise was confirmed in the device image. The device activation failure was not confirmed. The device image shows evidence of the device successfully activating. The ate test was performed and passed all tests. The device was found to be normal.